Event description:
A caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer was guided by technical support through a pump reset, and after the reset, the cgm error did not reappear. The caller successfully started their sensor session afterward.